Event description:
It is reported that the device was implanted in '08. The device was revised about 3 months later due to dislocation.

Manufacturer narrative:
Eval summary: the probable cause for the hip dislocation, head dislodgement, and stem undersized is not known. The positioning of the acetabular shell seems to be more vertical than ideal and the condition and laxity of the soft tissue is not known. The surgical technique used to seat the femoral head may have impinged on the acetabulum or the shell and loosened the femoral head. Cause cannot be definitively determined. Eval codes: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer considers the investigation closed.